Manufacturer narrative:
The customer¿s complaint of the device not alarming for air in line when expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal broken. Dried fluid was observed on the female (left) iui, the male (right) iui, inside door. Door hinges are intact and functional. Platen, posts/ hinge pins are all intact. Latch/sear, latch pivot screw is installed properly and does not interfere with door operation. Review of the pump module event log showed on the reported event date, the suspect device was attached to pcu (sn 15617362) as channel a (air bolus limit= 250, accumulated air enabled). Review of the pcu error log showed no errors were recorded on the reported event date. Analysis of the pcu event log showed the pcu was powered on at 10:58 am on 5 august 2020 and new patient and same profile were selected. On the reported event date, between 11:04 am and 11:44 am, the suspect device recorded two (2) air in line alarms during two (2) programmed infusions. At 12:03 pm, the suspect device programmed an infusion of doxorubicin, liposo (drugid=200) to infuse at a rate of 285 ml/hr (vtbi= 500 ml). The suspect device was infusing at the reported event time of 12:04 pm. At 1:12 pm, the suspect device was paused and channeled off. Volume infused between 10:58 am and 1:12 pm= 377.629 ml. Functional testing performed on the device found no irregularities. The pump module¿s air detection system was tested using the air in line threshold test protocol. The pump module¿s air detection system was observed operating in specification. The probable cause of the customer¿s complaint that the suspect pump module failed to alarm for air in line was suspected to be due to the air bolus being too small to trigger an alarm. The root cause was not identified. Device history review: review of the source device (B)(6) service history record showed the device had a manufacture date of (09/21/2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (1/7/2021) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that during infusion therapy, air infused past the pump toward the patient and the device failed to alarm for air-in-line. The nurse caught it before air could reach the patient. There was no patient impact. It was mentioned that guardrails drug library was used to program the infusion.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, not provided.

Event description:
It was reported that during infusion therapy, air infused past the pump toward the patient and the device failed to alarm for air-in-line. The nurse caught it before air could reach the patient. There was no patient impact. It was mentioned that guardrails drug library was used to program the infusion.